Event description:
It was reported via receipt of an implant card sent by the hospital, that the vns patient had surgery to replace the lead and generator due to a lead discontinuity. Good faith attempts to obtain additional information and the return of the explanted lead and generator for analysis are underway.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to death or serious injury.